Manufacturer narrative:
Additional information: angiography was used to determine the size of the stent required to treat the lesion before inserting the stents in the lesion. The procedure went ahead, and the second stent was fully expanded and successfully deployed. There was no issues noted with the implanted onyx frontier. It was detailed that the handle of a scalpel on the scrub table has a measuring tool, and this was used to determine the length of the stents. A second measurement done separately was carried out where the stents looked to be the correct length of 8mm. It is not possible that there was a mixed up with different devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two onyx frontier drug eluting stents, both stents appeared longer than 8mm in length. The lesion being treated was a moderately calcified, moderately tortuous lesion with 85% stenosis in the proximal diagonal branch. The first stent stent was inspected with no issues noted. The second stent was inspected with issues noted. Negative prep was not performed on either device. The lesion was pre-dilated. The stents did not pass through a previously deployed stent. Resistance was not encountered when advancing the stents and excessive force was not used. With the first 2.5 x 8mm onyx frontier stent, it was felt that the stent looked longer than 8mm in length under fluoroscopy. The stent was removed from the patient and the length of the stent was measured at 10mm in length. This stent was not implanted. It was then attempted to use another 2.5 x 8mm onyx frontier stent. The stent length was measured again, using a sterile ruler, and it measured 10mm. The procedure went ahead and the second stent which was inserted into the patient and the stent was deployed. No patient complications were reported.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one procedural image was provided for review. The device balloon was inflated within the lesion for stent deployment. It is not possible to estimate the stent length as there are no reference points within the image to compare the stent length against. Product analysis: the device was returned for analysis. The stent was not on the balloon and the balloon was in a post inflated state. The marker band spacing measured approximately 10.2mm, within specification of 9.85 -10.35mm. No damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.